Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the severely calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully pre-placed. Reportedly, with the first proglide device, there was difficulty closing foot and resistance when withdrawing the device. The sheath was upsized to 20f and the evar procedure was completed. Post procedure, a suture break occurred with the first pre-placed proglide suture. The knot of the second pre-placed proglide suture was successfully advanced but hemostasis was not achieved. A third, fourth and fifth proglide device were attempted; however, a cuff miss occurred with each device. A sixth proglide device was deployed successfully. Hemostasis was achieved with the suture of the second and sixth proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.